Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site. Reportedly, there are no issues with coverage or communication. Surgical intervention may be undertaken to replace the ipg. Follow-up identified the original ipg was replaced with a smaller device on (B)(6) 2014. Intraoperative testing was normal. A postoperative visit is scheduled for a future date.